Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead suture sleeve was split and the suture cut into the insulation. The lead was not used and was replaced. No further patient consequences were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.